Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A site representative reported that during a spinal fusion procedure, the end cap of the ratcheting handle broke off when the surgeon hit the end with a hammer. The surgeon was able to continue with a different handle. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the handle has a broken cap. The instrument was found to have many impact marks on the cap. The handle is otherwise functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations and does not require a 510(k) designation. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
(B)(4)